Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer administered a correction bolus via pump to address bg. Customer updated their pump settings to address the event.